Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Serial numbers were provided as (B)(4) and (B)(4). The side each serial number belongs to is unknown.

Event description:
Healthcare professional reported deflation. Device remains implanted. This record is for the left side.